Event description:
It was reported that the patient presented in clinic for a follow up. It was revealed that the atrial lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.